Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the down arrow button of insulin pump was unresponsive. The customer¿s blood glucose level was 6.9 mmol/l. The customer stated that the late response from buttons. The customer stated that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional test including displacement, and self tests. During testing, however, the enter and down keypad buttons required multiple button presses in order for the unit to respond. Upon further inspection of the unit's interior, the keypad flex cable connector eventually detached from the board.